Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose levels were elevated, and ranged from 200 mg/dl to 300 mg/dl. The customer suspected thirst as the cause, and reported elevated bg was unrelated to pump or supplies. The customer reported that this was normal, no further information was provided.